Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went in to diabetic coma from receiving to much insulin on the insulin pump. Customer allege insulin pump was over delivering. The insulin pump will not be returned for analysis. ,